Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. Corrected fields: d4(UDI)#. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the issue. The fse replaced the 5000 hour maintenance kit. The unit passed all functional and safety tests.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) prompted that the inflation failed, and the nurse replaced the device for use. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.